Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the monitor to pass start up self-diagnostics with no errors, but failed ½¿ and ¼¿ cuvette detection. Cuvette detection failure at the time of the complaint may have attributed to inaccurate readings.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the oxygen saturation probe (hct) was not reading accurately. As a result, the customer did blood gas verification oxygen saturation. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: this hospital has reported that hematocrit saturation module (hsat) measures were not accurate. The manufacturer's subsidiary has not been able to acquire additional information except that the hsat readings were suspect and the clinical team used alternative laboratory analysis to assist in the management of the patient during cpb. Potentially, the hsat probe was not coupling adequately to the cuvette and (- - -) would be displayed and a "cuvette not attached message" would be posted. Alternatively, values may have been displayed but were not accurate when compared to in-vivo recalibrated values using a comparative lab analyzer. These values may have obviously been incorrect or not detected until comparative lab analysis was completed. In any case, the procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) was unable to duplicate the reported issue. The monitor passed startup self-diagnostic test with no errors. Hematocrit saturation module (h/sat) passed color chip testing in service mode within specifications. The srt replaced the h/sat. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.